Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No code available ((B)(4)) is used to capture medical device removal.

Manufacturer narrative:
Product complaint # ==> (B)(4). Initial reporter occupation: lawyer. Patient code: no code available ((B)(4)) used to capture the surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised to address painful cup. Update rec'd 7/29/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, pain, and increased metalic ions. A liner and head are now being reported to address allegations of metal on metal, and a stem is being added to address allegations of elevated toxic metal ions. Update ad 05 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges loosening of cup, metal wear and metallosis. Added product and lot codes, manufactured date and UDI of the liner, head and stem. Added expiration date of the liner and head. Added lawyer, law firm, date of birth, revision surgeon and hospital name. Updated patient initials. File review date 27 sep 2019. A screw is being added to the complaint secondary to allegations of loosening of the cup. Doi: (B)(6) 2006 - dor: (B)(6) 2009 (left hip) first revision.